Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an alarm on their system controller on (B)(6) 2025 that prompted the patient's wife to change the controller. The wife could not recall what alarm was on the screen at the time. The patient's log files were submitted for review for the patient's now backup controller. The only alarm that was seen by the ventricular assist device (vad) coordinator was a low voltage alarm. The log files captured low power advisory alarms due to battery depletion on (B)(6) 2025 at 19:00 prior to the driveline disconnection at 19:05. The log events contained routine power cable disconnect alarms during the power change. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported event of irregular low voltage alarms despite being connected to fully charged external batteries. The submitted log files were reviewed for the dates (B)(6) 2025 ¿ (B)(6) 2025 and routine low voltage alarms due to battery depletion were observed on (B)(6) 2025 followed by a controller exchange consistent with the reported information provided. No other notable events were captured in the submitted log files, and the controller was able to operate the pump within expected parameters while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.